Manufacturer narrative:
This complaint as originally received was classified as non reportable. After further investigation revealed that the broken shaft noted for system 1 (presillion plus 17mm x 3.50mm, cat. #mxp17350, lot #pl000785) occurred during the procedure, the complaint was reclassified as reportable. The device analysis was updated accordingly and this combined initial/final report is being issued. This event was numbered pp172 in (B)(4) complaint handling system. The number is also used as the patient identifier. Device analysis conclusion (updated): product 1 (mxp17350, type 3.5x17mm, lot# pl000785): the system shaft was severed into two parts approximately 15cm from the strain relief and the delivery system exhibited several kinks/bends. The most prominent kink (not immediately adjacent to the break location ) is located approximately 19cm from the system tip. A shipping mandrel could not traverse the rapid exchange (re) lumen. In addition, white fibers were observed on the delivery system as well as on the stent. Solution residues were observed in the system, including white crystal-like substance between the inner and outer tubes. No evidence of balloon inflation was discerned. The stent appeared appropriately located and well secured to the system/balloon. The stent distal region exhibited slight stent deformation including slight uplifting of several struts. No cracks or breaks in the stent were detected. The delivery system balloon, tip, hub and rapid exchange (re) port were in good condition. The customer did not make references to any of these anomalies in the original report. In subsequent information provided by cordis it was reported that the hypotube breakage occurred during the procedure. The information provided about the hypotube breakage is insufficient. No anomalies were observed on the hypotube that could be associated with the hypotube breakage. The stent deformation is most likely the result of post procedure handling. Often the used products are folded and thrust into a plastic bag in a manner that leads to kinks and bends in the system, and even breakage, as observed in this returned product. The solution residues which include the white crystal-like substance are likely contrast solution introduce into the system during the procedure. There was no indication from the customer in reference to issues of traversing the rapid exchange lumen with a guide wire. Ti amy be assumed that the re lumen blockage is a post procedure event. Furthermore, the product is provided with a shipping mandrel to assure re lumen functionality. Results of this investigation indicate that the returned product was supplied meeting specification. These assumptions are supported by controls in place to prevent deformed or damaged products from being released. Based on this investigation and the customer report, no conclusion can be made as to the sequence of events which brought about the reported complaint; however, we believe the product was supplied meeting specifications and that the complaint is not the result of medinol manufacturing issues. 'Failure to cross' is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique and appropriate device selection. This 'failure to cross' has been investigated and while the relationship between the failure and the device is not clear, the common issued described above are likely the prominent contributing factors in this event. Product 2 (mxp24350, type 3.5x24mm, lot# pl 000733): the delivery system was normal except for kinks along the delivery system. The most prominent was located approximately 19cm from the system tip. A shipping mandrel could not traverse the re lumen. Solution residues were observed in the system including white crystal-like substance between the inner and outer tubes. No evidence of balloon inflation was discerned. The stent appeared appropriately located and well secured to the system/balloon. The stent distal region exhibited very slight deformation of one ring of struts (sixth ring from distal edge) with very slight strut uplift. No cracks or breaks in the stent were detected. The delivery system tip, balloon, hub and rapid exchange (re) port were in good condition. The customer did not make references to any of these anomalies; therefore, it may be surmised that these anomalies are the result of post procedural handling. The solution residues which include the white crystal-like substance are likely contrast solution introduced into the system during the procedure. There was no indication from the customer in reference to issues of traversing the rapid exchange lumen with a guide wire. It may be assumed that the re lumen blockage is a post procedure event. Furthermore, the product is provided with a shipping mandrel to assure rapid exchange (re) lumen functionality. In the majority of cases, kinks such as those observed on this system occur as a result of post procedural handling. Often the used products are folded and thrust into ta plastic bag in a manner that leads to kinks and bends in the system. In some cases the observed kinking may take place as the result of usage/handling during the procedure; nonetheless, it may be assumed that the product was supplied without the observed kinks. These assumptions are supported by controls in place to prevent deformed or damaged products from being released. Based on this investigation and the customer report, no conclusion can be made as to the sequence of events which brought about the reported complaint; however, we believe the product was supplied meeting specifications and that the complaint is not the result of medinol manufacturing issues. 'Failure to cross' is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique and appropriate device selection. This 'failure to cross' has ben investigated and while the relationship between the failure and the device is not clear, the common issues described above are likely the prominent contributing factors in this event.

Event description:
First report: "presillion stent not cross." Second report: "the report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician was not able to cross/access the target lesion with two (2 each) presillion stent delivery systems (sds). The presillion plus 17mm x 3.50mm device was noted to be separated in two at 15cm from the strain relief upon arrival for evaluation. Sales representative has confirmed that product separation occurred while removing it from guide catheter." Additional data: the products were inspected prior to use and appeared to be normal. Products were prepped properly according to the IFU and no problems were noted during preparation. The target lesion location was the left system and it was calcified. There was no other product issue noted either in the account after the procedure or prior to shipping for inspection. (B)(4) 2013, report: "as per our sales representative, it happened (product separation into two pieces) during the procedure."